Event description:
The rep reported the device was used during a laparoscopic splendectomy. It was reported tsw45 staple line leaked. Product did not release well. Nurse reported the pt lost 1000cc of blood and that it took 2 competitive units and 14 reloads to control. The pt was returned to surgery two days later for, at this time, unknown reasons. The rep is trying to get in touch with the surgeon for clarification.